Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that the fluid housing on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking blood. They were unable to get it to stop. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved. There were no patient consequences. This issue of hemostatic valve separation has been assessed as an MDR reportable malfunction. On 5/28/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve dislodged inside hub. The friction ring and brim cup remain intact. The finding of the hemostatic valve being dislodged has been assessed as an MDR reportable malfunction and consistent with the customer¿s reported event.

Manufacturer narrative:
On 6/23/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that the fluid housing on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking blood. They were unable to get it to stop. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved. There were no patient consequences. Device evaluation details: visual inspection was performed and it was found hemostatic valve is dislodged and dilator was not returned. A second closer inspection was performed. Device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of hemostatic valve separation could be related to the procedure; however, this cannot be conclusively determined. Correction: additionally, it was discovered upon internal review that section d10 was mistakenly indicated as "no" within the device returned to manufacturer section. This supplemental report has been updated to indicate that the device was received. Section d10 is updated to "yes" with the receipt date of 5/28/2020. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).